Event description:
A customer reported a continuous glucose monitor (cgm) error, identified as error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance for resetting the pump, and after the reset, the error did not recur. The customer successfully started their sensor session.